Event description:
The customer reported to customer service that her freestyle breast pump has low suction. She had purchased replacement parts and the issue was resolved before calling medela. She also reported that she has mastitis and plugged ducts. She has seen a physician that prescribed an antibiotic.

Manufacturer narrative:
Replacement tubing and a spare parts kit were sent to the customer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.